Event description:
It was reported that the catheter was being used in the right internal jugular of a patient in the sub ICU. The patient was restless and was being observed by an rn. The patient was not tugging at the extension lines but was constantly swerving their head from side to side. The rn noticed the bandage began having serosanguineous drainage. When the nurse responded to the room she noted the device appeared to be almost out of the patient despite being sutured into place. The nurse attempted to re-dress the site but upon removing the soiled bandage and biopatch she could already view the proximal port and saw swelling at the insertion site. The catheter was discontinued. Only one inch of the catheter was in the patient upon removal. The sutures were cut but appeared loose so the box clamp device securing the catheter was popped in an upward position allowing the catheter to slide with the turning of the patient's head. A PICC was placed the next day for the patient. There was a delay in treatment with no patient harm and no patient death or complications.

Manufacturer narrative:
Qn#: (B)(4).